Event description:
While performing preventative maintenance, the co's customer support engineer (cse) discovered that the device "loss of ac power" alarm failed to activate when required. The cse inspected the device and replaced the motherboard assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.